Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit failed. According to the customer, the unit displayed a "gas port blocked" error before displaying a "device failure" message. The customer wants to send in the unit to be repaired. It is unknown whether or not the unit was in patient use at the time. There was no patient injury reported. Investigation summary: the root cause is determined to be component failure: sensor needed replacement. Sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Proper device maintenance should be observed per operator's manual 0614-905501e. Manufacturer references # (B)(4).

Event description:
The customer reported that the multigas unit failed. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the unit displayed a "gas port blocked" error before displaying a "device failure" message. The customer wants to send in the unit to be repaired. It is unknown whether or not the unit was in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit failed. There was no patient injury reported.